Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and found that the system unable to perform exposure intermittently. The review of system log file confirmed issue related to system unable to perform exposure intermittently. The fse reseated all cables at the adu and rebooted the system temporarily. Later, fse replaced anode drive unit (adu). Although the cause of adu failure cannot be concluded by supplier¿s part analysis, the replacement of adu by philips fse has resolved the issue. Following replacement, the system was returned to good condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave an alert indicating that only low-load fluoroscopy was possible, intermittently preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.